Event description:
Device 1 of 2. Refer to manufacturer's report number 1627487-2010-0221 for device 2. It was reported that the patient fell, fracturing the leads, and now has multiple invalids. The sales representative has had difficulty programming the patient due to high impedance. After the patient fell, the ipg began auto reducing. Patient also reported feeling shocks and complained of sporadic over stimulation at lead site. The patient's scs system was revised.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.